Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("chronic bloatin"), abdominal pain lower ("chronic cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about 2013, patient saw underwent surgical removal of the device). At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.